Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient's right ventricular (rv) lead had over-sensed noise. No patient symptoms or intervention was reported.